Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint cannot be confirmed. The root cause cannot be determined. A review of the device history and complaint database cannot be performed since the lot number was not provided.

Event description:
The account alleges that during an emergent st elevation myocardial infarction [stemi] intervention, requiring an emergent left & right heart hemodynamic evaluation for a patient in cardiogenic shock. The physician attempted to acquire vascular access to the patient's right atrium with a thermodilution [td] catheter to acquire the pressures necessary to effectively evaluate right heart and lung function. The 7f td catheter would not fit thought the valve of the 8f access sheath. The inner lumen of the sheath was too tight, the physician could not acquire access to the patient's right heart chambers. The physician quickly exchanged the access sheath to successfully acquire heart and lung evaluations with the td catheter. The patient was transferred post-procedure to ICU for continued monitoring.